Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, and the programmer did not start up. The power supply did not power up and was found to be non-functional. Additionally, the upper and lower handles were broken, and the cooling fan was found to be noisy. Further, no anomalies were observed, and the programmer worked normally without any problems. All found defective parts were replaced, and all other identified issues were resolved. The software was reinstalled and updated to the newest version. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer generated smoke when plugged into the power outlet. It was reported that the programmer was immediately unplugged to prevent any potential damage or fire hazard. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.